Event description:
Patient's mother contacted dexcom to report bleeding.

Manufacturer narrative:
Patient's mother reported bleeding, and the sensor fell off. There were no marks on the skin. All blood was dry by that time. Mom mentioned the blood to a nurse on a call. Nurse advised for her to call us. Mom called pcs and they discussed the bleeding issue. The patch came off due to the dry blood that was on the patch. Current condition of patient: patient is okay.